Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was located in the left circumflex artery. The lesion was predilated with a non bsc balloon. A 3.5 x 28 mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. It was noted that when attempting to position the device, a stent strut became lodged on the introducer sheath. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Stent struts on rows 1 and 2 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The midshaft section was stretched and twisted. This type of damage is consistent with excessive force being applied to the device during use. The device was returned with the product mandrel inserted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).